Manufacturer narrative:
As provided on january 14, 2021, in response to (B)(6) request for additional information under section 9 of the interim order respecting the importation and sale of medical devices for use in relation to covid-19, abbott continues to track developments with respect to identified variants of sars-cov-2 and is routinely scanning the sequence databases for mutations that might affect its molecular assays. Mitigation of potential risks for sars-cov-2 detection resulting from emergence of variant strains relies on our robust assay design, our active surveillance programs, and our established quality systems for responding to field performance observations when/if they occur. The results of the abbott analysis predict no impact to the performance of the abbott realtime or alinity m sars-cov-2 assays in the detection of sars-cov-2 in patients infected with the UK vui-202012/01 or 501ly.v2 strains. Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a u.s. List 9n78-95 lot number.

Event description:
Customer reported two patients that generated false negative results on the alinity m sars-cov-2 assay when compared to clinical presentation. A patient presented himself to the emergency room and was evaluated by the attending physician. There was consensus that this was a clear covid case (list of symptoms not available). A sample was taken on (B)(6) and analyzed on two different alinity m systems (different sites). The sample generated a negative result at both sites. Another swab was done on (B)(6). All results were negative despite the fact that the patient had clear covid-19 symptoms. To rule out other potential similar virus, the sample was tested for influenza a, b and rsv and the results were also negative. They also order testing for a respiratory panel of 15 viruses (done at another site), but the results are still pending. The patient has also been tested for legionella urinary antigens and pneumococcus and was found negative. When tested on alinity, the internal control was fine each time. Another patient, who was a clear covid case (at least phenotypically) has tested negative 4 times on alinity (4 separate samples). Samples have not been repeated on another platform. The customer is considering sending the patient sample for genome sequencing. Customer is concerned this is a new covid variant that is not being detected by the alinity m system. Customer mentioned a third patient that generated a clear positive on genexpert but was a low positive on the alinity m sars cov-2 assay. This third patient is not a case of discrepant results, although customer's concern will be reviewed. There has been no allegation of impact to patient management based on the negative alinity m sars cov-2 results as clinical presentation is being reviewed. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Note:after multiple follow ups, customer refuses to share patient number. Lot number could not be obtained. The sample was sent to a biobank in (B)(6) for storage. The microbiologist considers this case a done deal and will not be following up on it. Customer will not provide access to the sample for abbott to do its own testing. Investigation into this complaint included a quality data review and a complaint history review. Many reviews were unable to be conducted due to the missing lot information. The results of the investigation are summarized as follows: quality data review: due to the missing lot information for the alinity m sars-cov-2 amp kit (list 09n78-090) used by the customer, a DHR review could not be performed for this investigation. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) identified several additional complaints related to discrepant results. However, the complaint tickets span across multiple lots and do not share a common denominator. No commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) was not identified.